Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products and therapy dates: burr device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device unable to connect to the burr was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had excessive noise. Therefore the reported condition that the device had a noise issue was confirmed. It was further determined that the device had unintended motion. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the flex circuit of the motor device was damaged, and the device exhibited excessive noise and unintended activation/motion. It was further observed that the device had a component damage. It was further determined that the device failed pretest for hand control assessment, noise assessment, safety assessment and motor thermistor assessment. It was noted in the service order that the device was unable to connect to the burr device and had a noise issue during operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.